Manufacturer narrative:
The quattro catheter (lot # 94795) shaft was cut by the hospital quality assurance department for an unknown reason after the removal form the patient. No harm to the patient was done.

Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm treatment, the user noticed blood in the saline bag and the start-up kit (suk) tubing. The user placed the thermogard xp ivtm system on standby mode and disconnected the suk tubing from the quattro catheter that was connected to the patient. The dwell time of the catheter was 6 hours. Per user, ekos endowave infusion catheter was placed in the same side as the zoll quattro catheter and the ekos catheter was placed after initiating the ivtm therapy with zoll catheter. Zoll personnel advised the user to replace the catheter to continue the treatment. Suspecting catheter balloon breach. The user decided to use blankets to continue the patient treatment. No device malfunction was reported on the ivtm system. No patient consequence was reported.

Manufacturer narrative:
Zoll received two different complaints for two quattro catheters with unknown lot # from the same customer. The first complaint ((B)(4)) was received on october 15, 2019 and the second complaint ((B)(4)) was received on december 12, 2019. The customer shipped both the quattro catheters (lot # 97318 and lot # 94795) under (B)(4) and failed to mention which one of the two quattro catheters belongs to (B)(4). Zoll investigated both the catheters and confirmed a pinhole leak in one of the returned catheter with lot # 97318, whereas the quattro catheter with lot # 94795 was returned incomplete. The catheter shaft was completely cut off from the middle of the medial 2 balloon. Therefore, further investigation cannot be performed and the root cause could not be determined. Investigation summary for quattro catheter with lot # 97318: upon visual inspection, no physical damage was observed. Noticed dried blood residue on the catheter balloons, in/out luered tubings and on the proximal luered tubing. During functional testing, all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of the distal balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot # 97318. Investigation summary for quattro catheter with lot # 94795: upon visual inspection, noticed that the catheter shaft was completely cut off from the middle of the medial 2 balloon and observed dried blood residue on the balloons and on the in/out luered tubings. Functional testing could not be performed due to the condition in which the catheter was returned. Therefore, the root cause could not be determined.

Manufacturer narrative:
Zoll received two different complaints for two quattro catheters with unknown lot # from the same customer. MFR 3010617000-2020-00042 for ccr 47771 and MFR 3010617000-2019-00988 for ccr 47051. Customer returned to zoll 2 quattro catheters (lot # 97318 and lot # 94795) together and unlabeled. Zoll unable to determine which belongs to either complaint. Thus, the two investigations are included in both mdrs for completeness. Investigation summary for quattro catheter with lot # 97318: upon visual inspection, no physical damage was observed. Noticed dried blood residue on the catheter balloons, in/out luered tubings and on the proximal luered tubing. During functional testing, all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of the distal balloon. The probable root cause for the pinhole leak can be latent material defect. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot # 97318. Investigation summary for quattro catheter with lot # 94795: upon visual inspection, noticed that the catheter shaft was completely cut off from the middle of the medial 2 balloon and observed dried blood residue on the balloons and on the in/out luered tubings. Functional testing could not be performed due to the condition in which the catheter was returned. Therefore, the root cause could not be determined.